Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the o-ring at connection between console and cart; additionally the helium reservoir assembly was replaced. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) a helium leak was found on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) a helium leak was found on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.